Event description:
Procedure type: laparoscopic rectum resection according to the rptr: the procedure was performed on (B)(6) 2012. To step the distal rectum, the endogia universal with tri stapling 45axt was used. The clamps were not b-formed and the instrument did not cut, according to the surgeon. It was required to remove the open clamps with laparoscopic instruments from the tissue. The rectum was stepped with a new instrument in combination with two loading units 45-4.8 roticulator. Due to the incident, it was necessary to create an ultra deep anastomosis. Further, it was not possible to disconnect the loading unit from the endogia universal instrument. There was an extension of surgery time by more than 30 minutes. There was no blood loss of more than 250cc, no extension of the incision, no change from endoscopic to open surgery, no unanticipated loss or irreversible damage to tissue.

Manufacturer narrative:
(B)(4).